Manufacturer narrative:
Concomitant medical products: lot number of 9735799 is 1707294996400338. The checkpoint was returned to the manufacturer for analysis. Analysis found that it did not properly boot. When power was applied, it did not perform as intended. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735799, serial/lot #: unk. A medtronic representative went out to check out the system. It was noted that the router was unable to connect, no ip or mac address shown in self-test. It was determined the router was bad. New router installed and functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the representative was trying to setup the wireless internet (wifi) connection on this new system, but was receiving an error with the system trying to ping the endpoint when they went to refresh the wifi page. The internal network connection status page of the self-test tool showed "unavailable" for the firewall/router, wifi client endpoint. And uninterrupted power supply (ups). There were no patients involved.